Event description:
A customer complained after observing discrepant patient names reported on their vitros eciq system and in their lis (laboratory information system) alongside the results of a single patient sample. The event met health and safety criteria, as results could have been associated with the wrong patient and mis-reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. No affected results were reported from the laboratory. There was no allegation of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that discrepant patient names were reported on the vitros eciq system and in the lis (laboratory information system) alongside the results of a single patient sample. The customer reused an sid number without ensuring that the previous program associated with the sid number was processed to completion or deleted prior to reuse. The csc reviewed information contained in the ¿sample ID reuse¿ section of the eciq immunodiagnostic system operator guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The vitros device did not malfunction.